Manufacturer narrative:
Manufacturer's investigation conclusion: elevated power and flow events were confirmed in the evaluation of the log file; however, a specific cause for the events cannot be determined through this evaluation. The submitted log file captured three elevated power events as high as 11.0 watts on (B)(6) 2022 between 09:33:29 and 09:50:11, and the estimated flow reached 11.0 liters per minute during these events. Prior to and after the elevated flow and power events, the pump appeared to function as intended and no other unusual alarms or events were captured. A specific cause for the changes in pump parameters could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(4). No product is available for investigation. The heartmate ii lvas IFU (rev. C) provides an explanation of each of the pump parameters (including pump power and flow) in sections 1 "introduction" and 4 "system monitor". Section 1 (under "explanation of parameters") explains that device power is a direct measurement of pump motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. Abrupt changes in power should be evaluated for cause. In addition, device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Since the flow displayed on the system controller is a calculated value, it becomes imprecise at the low and high ends of the linear power-flow relationship. Section 4 ¿system monitor¿ cautions that no single parameter is a surrogate for monitoring the clinical status of the patient, and the changes in all parameters should be considered when assessing any clinical situation. Section 4 also addresses pi events as well as potential causes. Section 6 "patient care and management" (under "pump performance monitoring") addresses assessing pump flow and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related MFR 2916596-2022-14159. It was reported that a review of the patient's log files revealed three transient elevations in pump power and flow on (B)(6) 2022 from 0933 to 0950 with associated pulsatility index (pi) events. The log file displayed transient low voltage/ no external power alarms on (B)(6) 2022 while tethered on the heartmate mobile power unit (mpu). This was caused by the power to the mpu being briefly interrupted. The site claimed that the patient was on the power module during these alarms. The patient was noted to have a short-to-shield and was only able to be tethered with the ungrounded (orange) cable.